Event description:
The patient was undergoing an embolization procedure to treat pelvic varicose veins using a lantern delivery microcatheter (lantern) and a non-penumbra catheter (terumo c2). During the procedure, the physician advanced the lantern into the target location and injected synthetic surgical liquid glue. The physician then rapidly removed the lantern to prevent it from sticking in the patient¿s vessel or the parent catheter. However, upon removal, it was noticed that the distal end of the lantern broke within the parent catheter. Therefore, the parent catheter containing the broken distal end of the lantern was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on (B)(6) 2020: results: the lantern was fractured approximately 53.5 cm from the hub. The device was damaged approximately 136.0 cm and 139.5 ¿ 142.0 cm from the hub. The device was ovalized approximately 148.0 ¿ 149.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fracture on the mid-shaft. The damage was likely a result of the lantern being rapidly retracted during the procedure. Further evaluation revealed that the distal shaft was ovalized near the distal tip and that the distal shaft was damaged. The root cause of this damage could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an embolization procedure to treat pelvic varicose veins using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, the physician advanced the lantern into the target location, then injected synthetic surgical liquid glue. While rapidly removing the lantern to prevent it from sticking in the patient¿s vessel or the parent catheter, the distal end of the lantern broke within the parent catheter. It was reported that the broken distal end of the lantern was removed. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.